Manufacturer narrative:
As reported, the patient developed surgical-site infection approximately 16 months post-implant and underwent surgical intervention with mesh explant. The adverse event was assessed as definitely related to the device and not related to the procedure. Infection is a known inherent risk of surgery. Based on the information provided, we are unable to determine to what extent, if any, the ventralex mesh may have caused or contributed to the patient's postoperative infection. To date this is the only reported complaint for this manufacturing lot. The instructions-for-use (IFU) supplied with the device lists infection as a possible complication. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Should additional information be provided a supplemental emdr will be submitted. Not returned - mesh explanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced infection. On (B)(6) 2017: the subject female patient underwent open repair of a midline umbilical hernia with implant of an 8cm round bard/davol ventralex hernia patch. The mesh was placed in an underlay position intraperitoneally. No infection or fistulas were present at the time of the index procedure. The subject patient was also administered with prophylactic antibiotics. The mesh was sutured in position using non-bard/davol sutures. Running stitches were used to close the fascia. The skin was completely closed using sutures. The patient was discharged to home. On (B)(6) 2018: patient was clinically assessed and found to have a mesh and surgical site infection (ssi) without wound dehiscence. Purulent drainage was noted from the surgical incision. No cultures were obtained. On (B)(6) 2018: subject patient underwent complete removal of the study device. The adverse event (ae) has been assessed by the clinician as a severe, serious ae, definitely related to the device and not related to the index procedure.